Event description:
It was reported that one day post-implant of a new device, the chronic right ventricular (rv) lead exhibited a large decrease in the amplitude of measured r waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.